Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. There were three black-and-white photographs provided. Each photograph shows a part of what appears to be bloodlines. There are no dialyzers shown in any of the provided photographs. Due to the quality of the photographs, there is no conclusive indication of an external leak shown. The reported issue is not confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the rn. The reported issue was observed approximately 40 minutes after treatment initiation. The blood leak was noted as being an external blood leak. A drop of blood was found on the floor. The leak could be visually observed dripping from the seal of the header. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient's blood was returned. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the rn. The reported issue was observed approximately 40 minutes after treatment initiation. The blood leak was noted as being an external blood leak. A drop of blood was found on the floor. The leak could be visually observed dripping from the seal of the header. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient's blood was returned. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.